Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0uvrw, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0sqry, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that high impedances of greater than 40,000 ohms were measured on contact three of the patient's left deep brain stimulation (dbs) system. Impedance readings were done on the left side prior to implant of the extension and implantable neurostimulator (ins) on the right side. An impedance check showed that all combinations with electrode three had impedances greater than 40,000 ohms. The ins was programmed to new parameters using contact two as the cathode and contact zero as the anode. Contact three was the cathode prior to the discovery of the open circuit. The manufacturing representative was waiting to hear from the nurse if the programming change provided satisfactory benefit. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a manufacturing representative reported the patient was receiving therapy with a new contact configuration and impedances had returned to normal range on contact three.

Manufacturer narrative:
Corrected.